Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 4, 2021.

Manufacturer narrative:
This report is submitted on jun 4, 2021.

Event description:
Per the surgeon, the patient initially experienced a migration of the electrode into the middle ear followed by an extrusion of the electrode when patient was cleaning his ear with a cotton bud. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.